Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining high basophil results on the coulter act 5diff cap pierce (cp). Results were reported out of the laboratory. Instrument printouts were not provided. The customer provided a hand written note showing a basophil result on the act 5diff cp of 2.3 and a reference lab result of 0.0 for one patient sample. The customer stated that the high basophil issue had been ongoing for 6 months. A review of bec service and customer feedback database for the past 12 months does not reveal any similar issues reported to bec by the customer. Per laboratory protocol, all basophil results greater than 3 are verified manually before being reported out of the laboratory. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Samples were collected in purple topped vacutainer tubes and stored for 1 - 2 hours at room temperature. A mechanical mixer was used. Controls were run before but not after the incident and the instrument is currently performing within qc specifications. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Beckman call center hotline advised the customer to clean the white blood cell (wbc) lyse and rinse reagent pickup tubing and replace the wbc lyse reagent. The customer declined and service was not dispatched for this issue. Per labeling, beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Additionally, it is recommended that platelet counts less than 20 x 103/ul be reviewed.